Event description:
Additional information received indicated the bluetooth (ble) telemetry issue was resolved via interrogation of the implantable cardiac monitor (icm), and the issue was caused by excessive ble usage which resulted in telemetry lockout. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.